Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the device gave an error stating ¿free space low: delete examinations¿. Review of the system log file shows that the disk was full. Upon functional testing, fse found that image memory was full, issue was with hard disk. As a part of troubleshooting action image memory was deleted. Hard disk for images were diagnosed and system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device gave an error stating ¿free space low: delete examinations¿. No harm to the patient or user was reported. Philips has started an investigation of this complaint.